Event description:
It was reported the patient had her implantable neurostimulator (ins) placed and was able to start walking again and regain use of her arms and hands. However, it got to a point where her ¿body was rejecting the device.¿ it was stated the doctor implanted the device in her stomach and it ¿blew out¿ so they were put back in and out about five times. By ¿blew out¿ the patient clarified the devices ¿came out of her¿ and she was ¿hemorrhaging to death.¿ the patient told her doctor she did not want the device in her stomach. The patient was sent to the hospital, but because there was a relief from the pain, she wanted the device put back into her, except this time in her back. Slowly she was then able to walk without a wheelchair, crutch, or brace. Reportedly the patient was small and the devices started to ¿hurt her¿, the one in her neck was bothering her and the one in her lower back was removed and ¿some of the wires were bothering her,¿ so everything came out. The patient did not have another ins replaced and only experienced pain from the scar tissue on her right side where the batteries were. The patient went on to have a pain pump implanted and had a full recovery. The patient agreed to be contacted for follow up questions.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown. Product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4) the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional review indicated that this report involved the device that had been in the patient's stomach and not the device "in her neck." See MFR. Report # 3007566237-2013-02731 for information about the device involving the patient's neck. Additional information received reported that the implantable neurostimulator (ins) in the patient's stomach was placed in 1993 and was to treat the patient's back pain. It was noted that the patient could not remember when she started to notice erosion. It was reported that it eroded all the way through her skin at one time and caused her to bleed enough to go to the emergency room. The reporter stated that it "seemed to bleed a lot" but the patient did not need any blood transfusions. It was reported that surgery was done and the device was removed, and the patient had no further issues with that site after surgery. It was reported that overall, the devices helped with the patient's pain, but they pushed out of her skin. It was noted that the patient's body recovered and fully healed from the explanted devices.